Event description:
It was reported that non sensed noise was noted. The noise could be either artifact or lead noise. Further lead diagnostic testing was recommended. The device remained implanted and monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.